Event description:
It was reported that error 321 "sensor deviation" was displayed. No information about any patient involvement.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the investigation of the returned product confirmed that the flow sensors are defective. The most probable root cause is that dirt particles from the co² container have entered the sensor and destroyed it. This is caused by a component failure. The event is filed under internal karl storz complaint ID: (B)(4).